Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02709. It was reported the patient's lead migrated out of the epidural space. In turn, the patient underwent surgical intervention wherein both the leads were explanted and replaced. Effective therapy was established postoperatively.